Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to jan 15, 2025. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor found a piece of plastic (or other artifact) on the on the monofocal intraocular lens (iol) after implantation. He chose to keep the lens in the eye and successfully removed the artifact. There is no product to return related to this incident. The doctor mentioned that he had a similar experience at a different surgery center in the past. No further information was provided. This report captures the earlier similar incident which the doctor experienced. A separate report is being submitted for the incident reported with the dcb00 lens.